Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified an opening on anterior, posterior on radius assessed as surgical damage and missing shell assessed as inconclusive. Additional observations: crease (flat) observed on the device and wear abrasion observed on the inner portion of the device. Additional, changed, and/or corrected data.

Event description:
Healthcare provider reported a left side deflation. The device has been explanted and replaced.